Event description:
Event 1. After placing in the patient, there was an issue with ivus catheter - nondiagnostic image after flushing many times. The ivus catheter was removed and replaced with another ivus catheter. The new ivus catheter experienced the same issue. There was no harm to the patient. Event 2. "The ivus catheter was unable to retain the image. There was a message error: catheter overload they were unable to save images and measure the vessel size. The catheter was removed with no harm to the patient." Manufacturer response for ivus catheter, ivus catheter (per site reporter) mfg notified by site.